Event description:
The device was used during an esophagotomy procedure. Reportedly, the staples did not form properly and the counter dropped from 4 to 0. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.